Event description:
It was reported that an unspecified cartridge alarm occurred with several cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer switched to a backup tandem insulin pump for therapy.